Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 570-600 mg/dl. Customer delivered a correction via a manual injection. A system check performed by tandem technical support (cts) determined that the pump time and date were inaccurate, causes was unknown, and that air bubbles were observed in the infusion set tubing. Customer forgot to fill the cannula as well. Cts educated customer on filling the cannula. Customer changed the infusion set and corrected the pump time and date to resolve the issue.